Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime warnings. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support has made multiple attempts to follow-up with the reporter to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.